Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis are listed in the xience sierra everolimus eluting coronary stent system, instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported a 2.75 x 33 mm xience sierra stent was implanted on (B)(6) 2019, to treat a lesion in the mid left anterior descending (lad) artery. On (B)(6) 2019, the patient was re-hospitalized with myocardial infarction and in-stent thrombosis was noted within the implanted stent. Medication was administered, and a revascularization procedure was performed on (B)(6) 2019, resolving the event. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis are listed in the xience sierra everolimus eluting coronary stent system, instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported a 2.75 x 33 mm xience sierra stent was implanted on (B)(6) 2019, to treat a lesion in the mid left anterior descending (lad) artery. On (B)(6) 2019, the patient was re-hospitalized with myocardial infarction and in-stent thrombosis was noted within the implanted stent. Medication was administered, and a revascularization procedure was performed on (B)(6) 2019, resolving the event. No additional information was provided.